Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, device analysis cannot be performed. Review of the device history record could not be performed as no lot number is available. Review of labeling for this device, device imaging, and provided information concluded that there is no evidence of a product defect or deficiency. At this time, the most probable root cause is unable to be determined with the information available. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
Additional relevant information will be provided when the event analysis is complete.

Event description:
On (B)(6) 2015 the patient underwent acdf surgery for an unknown reason and was implanted with invizia 3-level acdf plate, 63mm and eight trinica self drilling fixed 4.2x14mm screws. It was reported that it appeared on postoperative x-rays taken on (B)(6) 2015 the bottom lock of invizia plate was not in locking position. Patient reports no symptoms and is being monitored. The invizia plate and trinica screws remain implanted.